Event description:
(B)(4). It was reported that following a single sterilization cycle, the lens of the inlight camera cover was allegedly cracked. There was no pt involvement reported and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. The camera covers involved in this report were returned for eval on march 7, 2012. Add'l investigation is ongoing. The datalog number provided is for the in-light camera cover which is the component identified as allegedly malfunctioning. Eval summary: the glass of the sterilizable in-light camera covers was reported to have shown signs of cracking. Samples of these cracked camera covers have been returned to the MFR and visually evaluated. Furthermore, a stryker engineer visited a customer account for add'l eval regarding the use, cleaning, and sterilizing of the camera covers, but no conclusion as to the cause of this reported event can be determined at this time. The investigation is ongoing. There was no pt involvement and no report of any adverse consequences to the pt or caregiver.